Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/56 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: supervised exercise training in patients with advanced heart failure and left ventricular assist device: a multicentre randomized controlled trial (ex-vad trial). European journal of heart failure. 2023. 25, 2252¿2262. Doi:10.1002/ejhf.3032 UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding supervised exercise training in patients with advanced heart failure and a left ventricular assist device (vad). Training sessions were implemented on top of usual care and covered a period of twelve weeks. All patients were assessed at baseline, twelve, and twenty-four weeks. Patients were divided into a training group or a control group. The authors described three patient deaths in the training group; one patient died due to pump thrombosis, one patient experienced a fall with a head injury and died from a subdural and subarachnoid hematoma, and the other due to multi-organ failure due to sepsis based on a driveline infection in addition to right heart failure. There were adverse events in both groups where patients were hospitalized for worsening heart failure, stroke, anemia with the need for transfusion, or infection. During training, there were patients who experienced epistaxis, and one accidental pull of the driveline which led to a small injury of the driveline exit point and was treated with medical honey and sterile change of bandage. Within two hours of training, there were patients with circulation problems or intermittent decreases in kidney function, which were successfully treated with oral fluids. One patient had a polymorphic ventricular tachycardia, which was successfully terminated by two shocks of their implantable cardioverter defibrillator (ICD). The status of the vads is unknown. No additional adverse patient effects were reported.